Event description:
It was reported that the customer was hospitalized due to pneumonia and diabetic ketoacidosis. The reported blood glucose reading was 262 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn a this time. We therefore, consider this report complete to the best of our knowledge.